Event description:
Per end-user, states that the back popped off, she is missing bolts. Consumer called (B)(6) to say that she wants this repair rushed. She has contacted the dealer and they are supposed to call us to make arrangements for the repair of the seating system.